Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left popliteal artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a pinhole was noted. The procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition.